Event description:
It was reported that no r-wave sensing or capture was seen on the pacing system analyzer. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.